Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a pressure issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, an internal inspection of the ventilator found the tubing that connects from the port to the sensor board was disconnected. The tubing was reconnected to address the issue.